Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Following this, pump time and date were found to be incorrect. The customer continued to use the pump for insulin therapy and had alternate method of insulin therapy as back-up. Customer¿s blood glucose level was 80 mg/dl.